Manufacturer narrative:
The insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis confirmed power loss alarm and then power error alarm was triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance (electronic board). After disconnecting and reconnecting the internal battery connector at electronic board. The insulin pump was monitored and functioned properly. The insulin pump was also received with minor scratched lcd window and cracked retainer.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had received a replacement battery cap but the issues with the battery persists. The customer reported they received a power error detected alarm. The customer¿s blood glucose level was unknown. The customer was given a series of steps to resolve the alarm. The customer stated they did not trust the insulin pump and would like it to be replaced. The customer was currently using their old insulin pump. The device will be replaced and returned for analysis.